Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of viral infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the ck1, ck3, and ck4 with 2 ml of juvéderm® voluma® with lidocaine. Three months later, the patient had a non-device related ¿possible viral infection.¿ the next month, the patient reported ¿bumps¿ on both sides, with 2 bumps per side. The patient was seen 3 days later where the bumps could be felt but no seen. The patient was treated with prednisolone for 48 hours. The event improved slightly, and the patient was given another 48 hours of almonds with kaleidoscope ¿ 250 mg bd. The bumps were softer, but the event is ongoing.